Event description:
The user facility reported a "polyurethane coating issue" while using a radifocus glidewire during a procedure. Upon receipt of the actual sample on (B)(6) 2014, the manufacturing facility discovered that the urethane out layer had been sheared and a partial piece missing and thus deemed it to be a reportable event. The user facility reported that no medical intervention was required and therefore no negative impact to the patient occurred.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52 because the information was not initially completed by the user facility. Results - based on evaluation of user facility information and the returned sample; based upon evaluation of the undamaged portion of the returned sample. Conclusions - based on evaluation of user facility information and the returned sample; based upon evaluation of the undamaged portion of the returned sample. The involved device was returned to the manufacturing facility in (B)(4). Inspection of the returned device confirmed that the urethane outer layer had been sheared off the wire in the distal direction at approximately 16- 126mm from the distal end. Magnification testing of the sheared segment found the urethane outer layer had a smooth surface indicating that the glidewire had been sheared off with an edged tool. Inspection and testing was completed on undamaged portions of the wire and it was confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause for the reported event cannot be definitively determined based upon the available information, the returned sample appearance is consistent with the device having come into contact with a sharp and rigid object causing the urethane outer layer to shear. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including, "do not use the glidewire with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the glidewire plastic coating to shear and/or sever the wire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).